Event description:
On (B)(6) 2025, it was reported that the user discovered a cracked ilet screen after nearly falling at work. The screen was unresponsive, and the device was not usable. The user reverted to multiple daily injections (mdi) and experienced elevated blood glucose up to 400 mg/dl. No external assistance or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.